Manufacturer narrative:
The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.4 inr. The result from the laboratory within 7 hours was 3.2 inr. The reporter thought the result from the laboratory may have been too high as the initial blood draw for the laboratory was invalid due to hemolysis. It's not clear which result is believed to be correct. No medical treatment was necessary and no changes were made to the patient's warfarin dosage. The patient's therapeutic range was not known. There was no allegation that an adverse event occurred. The patient is in good condition. The meter and test strips were requested for investigation.